Manufacturer narrative:
(B)(4). As the minicap was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient reported using the minicap even though it was noted that the minicap sponge was dry. Per baxter labeling, one should not use the minicap if the package has been previously opened or damaged, stained of if the contents of the cap are dry. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient used a minicap with inadequate iodine in the sponge. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.